Event description:
It was reported that a spectrum iq infusion pump had flow rate issue found during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "flow rate" was reproduced. Evaluation had the flowline run a flow test at a delivery rate of 40 ml/hr at a volume to be infused of 40 for a one hour run time. The delivered amount was 42.103 and the error percentage was at 5.2575 %. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was found that it required pressure setup. The pressure setup required to address the issue and will also have the m2/m3 springs replaced as precaution. Should additional relevant information become available, a supplemental report will be submitted.